Manufacturer narrative:
Manufacturing site: (B)(4). The sion blue guide wire and a non-asahi guide wire were returned for evaluation. The returned sion blue had its coil wire elongated for approximately 120mm from the distal-mid solder originally located at 20mm from the tip. The elongated coil wire remained in one piece. Under the elongated coil wire, the exposed core was found fractured at the distal end of the inner coil wire. The returned non-asahi guide wire had no damage other than stretching of the coils. Microscopic observation of the fractured core found both of core composing wires, straight core wire and twist were, were fractured at the distal solder of the inner coil wire. To observe the core on the distal side, the coil wire was removed. Both straight core wire and twist wire were found fractured at approximately 8mm from the tip. There was a bend on the straight core wire distal to the fracture end. Observation by scanning electron microscope revealed circumferential cracks were on the core wire shaft. Vertical cracks were observed on the fracture surfaces of fine wires composing the twist wire. These findings indicated that repeated bending stress had contributed to the observed fracture. As the elongated coil wire remained in one piece, measurement of the core length supported that the sion blue guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Historical records review found no indication of product deficiency. Based on the provided information, it was inferred that calcified anatomical condition and wire manipulation technique had most likely contributed to the reported perforation. The observed core separation was probably attributed to repeated bending stress generated with wire manipulation during crossing the lesion. Coil elongation was assumed to occur due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation, breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified 90-99% occlusion in the first diagonal branch (d1) of the left anterior descending artery. During the procedure, an asahi sion blue guide wire was used to cross the lesion. A non-asahi buddy wire was passed to d1 to stent but could not cross the lesion. While trying to cross the lesion with the stent over the sion blue, it became evident that the distal coil of wire has unraveled leaving the distal part of the wire distally. The wire was removed with immediate effect and unfortunately perforation was evident with slow bleed. Perforation was controlled with protamine and fat tissue was injected to distal portion to control bleeding. Echo was done post procedure and on discharge day but no pericardial fluid found.